Event description:
It was reported that a patient presented with inappropriate shock due to incorrect interpretation of signal noted during a procedure. Corrective measures were discussed and the procedure was completed. No adverse patient consequences were reported.